Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of feeling his heart rate dropping at times. The patient is aware when he is in atrial fibrillation. The lower rate is 60 bpm. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.